Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The supplier reported on behalf of the patient that the bivona custom tracheostomy tube was used for one week of use. The date of event was unknown. The customer stated that the trachs were found broken at the eyelet. The patient is not ventilator-dependent but can only breathe for a limited amount of time without trach. Please reference MDR#: 2183502-2016-01671 for the associated complaint.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred in the patient's home with the patient's mother, grandmother, nurse, or nurse present. It was noted that the flange was made of a more slippery silicone. The tracheostomy tube was changed daily and new tubes were exchanged in every 6 months. It was also reported that the tracheostomy tube tore and split at the flange where the tracheostomy tube tie attached. The product issue was observed by a registered respiratory therapist. The patient had to be taken to a pediatric otolaryngologist as the patient was without a proper tracheostomy tube for an unknown amount of time, and was switching with a step-down tracheostomy tube. The patient was treated with antibiotics for two weeks due to irritation from the tracheostomy tube changes. The irritation was resolved once new tracheostomy tubes were received. No permanent injury was reported.

Manufacturer narrative:
One portex® bivona® custom tracheostomy tube was returned for evaluation. Visual inspection found that both eyelets were torn completely through by a sharp object. Based on the evidence, the root cause is attributed to the use of the device in a manner inconsistent with its indication for use, based on the reported use of the velcro ties. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.